Event description:
Reportedly the balloon ruptured and the tip pulled off the catheter during use in patient. Another catheter was used to retrieve the balloon piece and catheter tip. No permanent patient injury reported.